Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch select simple meter had an apply sample issue. The complaint was classified based on the customer care advocate (cca) documentation, and the local lcc contacting the patient to obtain additional information. The cca was advised by the patient that the issue occurred on (B)(6) 2016, when the sample was applied to the test strip, however the aply sample picture remained and did not produce a blood glucose result. The patient stated they manage their diabetes with diet and/or exercise alone. The patient confirmed that they took their normal dose of medication (including sliding scale) in response to the product issue. The patient claims they developed symptoms of ¿dizzy¿ immediately after the product issue on (B)(6) 2016; however the patient denied receiving medical treatment. No other device was used. At the time of trouble shooting, the cca confirmed this was the first time the product was being used, the test strip did completely draw in the sample and the correct test strips were being used. The cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury nor did they receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.